Manufacturer narrative:
Conclusion: no definite conclusion for the exact cause can be drawn. Above observations, however, leads us to the assumption, that the jaw part broke off due to overstressing or any kind of impact, when for example the instrument is dropped to the floor, or incautious handling during the cleaning, and sterilization process. Since our production documents indicate compliance with all specs, we feel that no corrective action has to be taken on our part. This incident is classified as not being security relevant as per the guideline of the european union: and it is not subject to be reported to the european authorities, because no pt injury incurred.